Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call for low blood glucose. The customer¿s blood glucose was 30 mg/dl at the time of the incident. Customer experiencing low blood glucose for 1 hour. The customer's father reported that they treated the low blood glucose with soda. The pump will not be returned for analysis.